Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm after multiple set changes and also reported that they experienced high blood glucose level of 513mg/dl. The customer's blood glucose was 438mg/dl at the time of incident. Customer had symptoms such as nausea and chest pain. Customer treated with insulin pump and syringe. Customer was assisted with troubleshooting for no delivery. Initial troubleshoot for no delivery found insulin pump to be working as designed, but during troubleshooting for high blood glucose, the insulin pump alarmed no delivery again. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.